Event description:
It was reported that: hemostasis took greater than 10 minutes. Dissection distal to arteriotomy site. Manta deployed as per IFU. Md stated that they believe this outcome not due to manta. Additional information received: during a tavr procedure on (B)(6) 2022, access was gained utilizing micro puncture and ultrasound in the right common femoral artery in a central position. Vessel size was 7mm with moderate tortuosity above and below arteriotomy site, and moderate posterior calcium was reported. It was reported that the physician experienced difficultly advancing procedural sheath. Heparin and protamine were administered intravenously during the procedure. The manta was deployed at the measured depth. Post deployment upon angiogram a dissection was discovered, and the physician obtained contralateral left femoral artery access. He went "up and over" and ballooned at dissection site for 2 mins. Hemostasis was achieved after 10 minutes. The physician stated that he thought the dissection was due to the procedural sheath insertion and withdrawal. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: hemostasis took greater than 10 minutes. Dissection distal to arteriotomy site. Manta deployed as per IFU. Md stated that they believe this outcome not due to manta. Additional information received: during a tavr procedure on the (B)(6) 2022, access was gained utilizing micro puncture and ultrasound in the right common femoral artery in a central position. Vessel size was 7mm with moderate tortuosity above and below arteriotomy site, and moderate posterior calcium was reported. It was reported that the physician experienced difficultly advancing procedural sheath. Heparin and protamine were administered intravenously during the procedure. The manta was deployed at the measured depth. Post deployment upon angiogram a dissection was discovered, and the physician obtained contralateral left femoral artery access. He went "up and over" and ballooned at dissection site for 2 mins. Hemostasis was achieved after 10 minutes. The physician stated that he thought the dissection was due to the procedural sheath insertion and withdrawal. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. An angiogram was obtained by vsi, however, only showed post balloon flow return, and is inconclusive and did not provide any information relevant to the analysis. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. A central positioned access was gained utilizing micro puncture and ultrasound guidance. The arteriotomy was 7.0 mm, with distal posterior moderate calcification, posterior wall calcification, moderate tortuosity superior and posterior to the access site, with a measured depth of 4cm + 1cm. Difficulties were experienced advancing and withdrawing the procedural sheaths. Manta was deployed as per the IFU, although following deployment, a dissection was seen distal to the access. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. A contralateral access was obtained, and the physician went up and over to intervene, and applied balloon inflations to the dissection site for two minutes. The total time to hemostasis was greater than ten minutes, and the patient was fine post procedure. The physician stated he believes the dissection was due to the difficulties encountered advancing and withdrawing the procedural sheaths and not due to the manta device. There is believed to be no device failure. The root cause of the extended hemostasis resolved with balloon inflation is likely due to the presence of the dissection and poor patient selection due to the presence of moderate tortuosity and calcification throughout the access region likely contributing to the complications the physician experienced during advancing and withdrawing the procedural sheaths. The IFU warns do not use manta if there is marked tortuosity of the femoral or iliac artery. Procedure preparations state: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The safety and effectiveness of the manta device has not been established in patients suspected of having intra-procedural complications at the femoral access site before sheath removal include bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. An angiogram was obtained by vsi, however, only showed post balloon flow return, and is inconclusive and did not provide any information relevant to the analysis. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. A central positioned access was gained utilizing micro puncture and ultrasound guidance. The arteriotomy was 7.0 mm, with distal posterior moderate calcification, posterior wall calcification, moderate tortuosity superior and posterior to the access site, with a measured depth of 4cm + 1cm. Difficulties were experienced advancing and withdrawing the procedural sheaths. Manta was deployed as per the IFU, although following deployment, a dissection was seen distal to the access. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. A contralateral access was obtained, and the physician went up and over to intervene, and applied balloon inflations to the dissection site for two minutes. The total time to hemostasis was greater than ten minutes, and the patient was fine post procedure. The physician stated he believes the dissection was due to the difficulties encountered advancing and withdrawing the procedural sheaths and not due to the manta device. There is believed to be no device failure. The root cause of the extended hemostasis resolved with balloon inflation is likely due to the presence of the dissection and poor patient selection due to the presence of moderate tortuosity and calcification throughout the access region likely contributing to the complications the physician experienced during advancing and withdrawing the procedural sheaths. The IFU warns do not use manta if there is marked tortuosity of the femoral or iliac artery. Procedure preparations state: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The safety and effectiveness of the manta device has not been established in patients suspected of having intra-procedural complications at the femoral access site before sheath removal include bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma.

Event description:
It was reported that: hemostasis took greater than 10 minutes. Dissection distal to arteriotomy site. Manta deployed as per IFU. Md stated that they believe this outcome not due to manta. Additional information received: during a tavr procedure on the (B)(6) 2022, access was gained utilizing micro puncture and ultrasound in the right common femoral artery in a central position. Vessel size was 7mm with moderate tortuosity above and below arteriotomy site, and moderate posterior calcium was reported. It was reported that the physician experienced difficultly advancing procedural sheath. Heparin and protamine were administered intravenously during the procedure. The manta was deployed at the measured depth. Post deployment upon angiogram a dissection was discovered, and the physician obtained contralateral left femoral artery access. He went "up and over" and ballooned at dissection site for 2 mins. Hemostasis was achieved after 10 minutes. The physician stated that he thought the dissection was due to the procedural sheath insertion and withdrawal. The patient was reported as fine post procedure.